Event description:
Event description cpi received information that this ventak prx and endotak transvenous defibrillation lead system were removed from service after the patient experienced inappropriate shocks and sensing and pacing problems. Tests were performed to determine the source of the problem, but the physician could not pinpoint a problem with either the lead or the ICD. Since the system had been implanted for a while, the physician elected to replace the whole system.